Manufacturer narrative:
Novocure agrees with the prescribing physician that the event is not related to optune. The event likely started prior to the start of optune therapy. Other contributing factors for wound infection in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications. Source: bevacizumab prescribing information), carmustine (carries a warning for impaired neurosurgical wound healing including wound dehiscence, delayed wound healing, and subdural, subgleal, or wound effusions. Source: carmustine prescribing information), prior radiation, chemotherapy, prior surgery affecting skin integrity, and age (65). Postoperative wound infection was not reported as an adverse event in the ef-11 recurrent gbm pivotal trial. In the commercial program, wound infection has been reported by <1% of patients to date.

Event description:
(B)(6) year old male patient with recurrent glioblastoma began optune therapy with concomitant bevacizumab on (B)(6) 2016. On (B)(6) 2016, the patient's son reported that the patient had been hospitalized on (B)(6) 2016. Per hospital summary, patient was initially hospitalized in (B)(6) 2016, prior to the start of optune therapy, due to pyrexia and suspected postoperative abscess (last tumor resection on (B)(6) 2016). Patient was discharged after several days of conservative management in good condition. On (B)(6) 2016, the patient presented to the ER with a 3 day history of headache and swelling at the surgical flap. On exam, there was no fever and surgical flap appeared mildly swollen and red with no warmth. Head CT showed evidence of surgical site abscess. Ten (10) cc of yellow-brownish fluid was withdrawn from the area and a smear test showed numerous white blood cells and cocci. During the day, patient worsened with neck discomfort, worsening headache, shivering and became subfebrile. Patient was admitted to the hospital for further management and started on antibiotics (vancomycin and meropenem). Crp was elevated at 47. Patient underwent craniectomy and removal of bone flap. Wound culture was positive for propionibacterium acnes. Per the prescribing physician, the event was related to concomitant bevacizumab and carmustine as well as prior surgeries, chemotherapy and radiotherapy.